Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This device was manufactured from october 25, 2013 to october 26, 2013. Evaluation summary: the sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was missing the blue winged luer cap. This was identified before use. There was no patient involvement. No additional information is available. This is report 1 of 4.